Manufacturer narrative:
(B)(4).

Event description:
Data was reviewed on 03/28/2016. The customer complaint of g5 application not making sounds could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that the receiver displayed a firmware error on (B)(6) 2016. The patient's mother did not report injury or medical intervention. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) describe event or problem - additional, device available for evaluation - additional, additional information/device evaluation, device evaluated by manufacturer - additional, event problem and evaluation codes - additional.

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and no defects were found. Functional testing could not be performed because the receiver would not turn on even after it was left charging during the evaluation process. Due to the condition of the device, the reported event of a firmware error was not confirmed. A root cause could not be determined.